Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. Blood glucose level was displayed high at the time of the event. Therefore, patient took correction bolus via pump for the treatment. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of procedure 3709030, a child investigation is not required to document the DHR review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the device history record (DHR) review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6003993, in question was manufactured at the reynosa site. DHR review: the lot 6003993 was manufactured according to the work instruction (wi) version 108 and manufactured in the line inset 5 on (B)(6) 2023, with a total of (B)(4) units. Glue-tubing lot: the lot 3l00039 was manufactured according to the wi version 10 and manufactured in the machine igtl01 on (B)(6) 2023, with a total of (B)(4) units the lot 3l00040 was manufactured according to the wi version 10 and manufactured in the machine igtl01 on (B)(6) 2023, with a total of (B)(4) units review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.